Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. It was reported that the patient's ins was shutting off by itself, and that they were seeing a error code on the ins recharger that showed an hcp and something with a "0" in it. The patient then stated they saw 'c05' and it was reviewed that they might have seen eos. The patient did not have manuals to check error codes so a new manual was sent to them. No patient complications/symptoms were reported. Follow-up was conducted.